Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 30 mg/dl to the 50's (mg/dl). Reportedly, the basal rate needed to be adjusted as the customer lost weight and the customer's healthcare provider believed the basal rate was too high with the customer's current weight. The bg level was addressed by the customer drinking orange juice, a glucose milk shake, or eating glucose tablets.